Manufacturer narrative:
This is default text configured for block h10.

Event description:
Septic arthritis infection [arthritis bacterial]. Case narrative: this is a serious spontaneous complaint case received from a physician in australia. This report concerns five patients, unknown age and gender, who experienced septic artritis infection during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, route and dose for an unknown indication. Lot number: y10159e. Expiration date: jan-2028. This case describes second (2) case out of five (5) patients. On an unknown date, a physician from a radiology clinic reported that five patients experienced confirmed septic arthritis following administration of euflexxa. At the time of reporting, there were five (5) confirmed cases, with the potential for the number to increase to nine (9). The cases were reported from multiple sites within the same radiology group across australia. All patients appeared to present to hospital approximately five (5) days post-injection. Action taken with euflexxa was unknown. The event of septic artritis infection was serious due to hospitalisation and medically significant. At the time of reporting, the outcome of septic artritis infection was unknown. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Sender comment: although important information (such as medical history, laboratory findings, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal # - others = (B)(4), e2b linked report = au-ferring pharmaceuticals (B)(4), e2b linked report = au-ferring pharmaceuticals (B)(4), e2b linked report = au-ferring pharmaceuticals (B)(4), e2b linked report = au-ferring pharmaceuticals (B)(4). Internal # - complaint = (B)(4).

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Septic arthritis infection [arthritis bacterial]. Case narrative: this is a serious spontaneous complaint case received from a physician in australia. This report concerns five patients, unknown age and gender, who experienced septic arthritis infection during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, route and dose for an unknown indication. Lot number: y10159e. Expiration date: jan-2028. This case describes second (2) case out of five (5) patients. On an unknown date, a physician from a radiology clinic reported that five patients experienced confirmed septic arthritis following administration of euflexxa. At the time of reporting, there were five (5) confirmed cases, with the potential for the number to increase to nine (9). The cases were reported from multiple sites within the same radiology group across australia. All patients appeared to present to hospital approximately five (5) days post-injection. The public health unit that reported the five (5) cases initially to the radiology clinic stated that "...microbiological testing demonstrated heterogeneous organisms consistent with oral or upper respiratory tract commensal flora, with one organism consistent with skin flora." Action taken with euflexxa was unknown. The event of septic arthritis infection was serious due to hospitalisation and medically significant. At the time of reporting, the outcome of septic arthritis infection was unknown. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: related. Sender comment: although important information (such as medical history, and concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. Recent microbiological testing demonstrated heterogeneous organisms consistent with oral or upper respiratory tract commensal flora, with one organism consistent with skin flora, indicating failure to use aseptic technique during administration. The conservative assessment of the causality was based on the information provided in the report. Reference ids: (B)(4). Additional information was received from the complaint management report on 08-feb-2026 and from a radiology clinic on 10-feb-2026: the investigation identified no quality issues. The complaint may be related to user errors during preparation, needle attachment, or administration, or a defect in the needle (not supplied by btg). No CAPA is required at this time; the need for CAPA will be reevaluated upon completion of the investigation. Final conclusion pending. Imdrf code a,b,c,d and g has been updated. It has been confirmed that there were total nine patients. Additional information was received 16-mar-2026: lab test and results added. Case narrative updated accordingly.